Manufacturer narrative:
Expiration date and device MFR date: unk as batch number is unk. (B) (4) coil protrusion. Add'l PMA/510k#: k031049.

Event description:
Pt purportedly had a ruptured left posterior communicating artery aneurysm in (B) (6) 2003, treated by endovascular means. During this treatment, following placement of eight or nine coils, fluoroscopy showed a coil had protruded out of the ruptured portion of the aneurysm. This had occurred during detachment, not during any coil manipulation. Heparin was reversed and the case was completed. Pt had some expansion of perianeurysm hematoma was evident on a post procedure CT scan, but the pt had a good recovery.